Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2021-01340. Initial reporter occupation - non-healthcare professional. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # in this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, anxiety, worry, fear, physical limitations, depression, ptsd. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, worry, fear, physical limitations, depression, ptsd are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received a cook tulip filter implant on (B)(6) 2010 via the right internal jugular vein due to pulmonary embolism (pe) and clot in a previously-implanted non-cook filter. Patient is alleging vena cava perforation. The patient further alleges anxiety, worry, fear, physical limitations, depression, and post-traumatic stress disorder (ptsd). Implant report: "under ultrasound guidance, access was gained into the right internal jugular vein." "A tulip retrievable filter was then deployed under careful fluoroscopic visualization. A cavogram was performed. This shows that the initial filter is tilted with the hook of the filter adjacent to the wall of the ivc." "The hook of the catheter was snared and the filter collapsed into the sheath. The filter was then repositioned and redeployed." "The hook of the catheter was snared and the filter collapsed into the sheath. The filter was then repositioned and redeployed. A final cavogram performed through the sheath demonstrates good position of the filter in the suprarenal ivc, above the clot extending from the prior filter. There is good positioning of the hook of the filter in the center of the ivc. There is good deployment and positioning of the filter." Report from CT (computed tomography): "superior filter: positive for cava/ perforation. Superior extent of filter is at t10-t11 disc space. Inferior extent t12-l1 disc space. A total of four prongs have perforated through ivc, series 4, image 55. Maximum distance prong perforated through ivc is 3.89 mm, series 4, image 55. Coronal images show 8.66-degree tilt of filter right-to-left, series 9, image 62. Sagittal images show 4.24-degree tilt anterior-to-posterior, series 10, image 92. Diameter of ivc directly above filter measures 22.08 mm x 14.84 mm."